Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 5071-35, epicardial lead; implanted: (B)(6) 2013. Model: 5071-35, epicardial lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. A potential factor may have been the high thresholds on the patient's epicardial left ventricular (lv) leads. The device was removed and replaced, while the lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.